Manufacturer narrative:
Concomitant products: dtba1d1 crtd; implanted: (B)(6) 2016, 97702 pain stim ipg; implanted: (B)(6) 2014, 6996sq58 lead; implanted: (B)(6) 2011, 419588 lead; implanted: (B)(6) 2011, 3708140 neuro extension; implanted: (B)(6) 2008, 3708140 neuro extension; implanted: (B)(6) 2008, 39565-30 pain stim lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.